Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a 27-year-old female patient who had essure (batch no. B27986) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included endometrial curettage (surgery (other) type of surgery: hysteroscopy with endometrial curettage,), anxiety, menstrual flow excessive, hyperplasia, nausea, vomiting, black stools, h.pylori gastrointestinal disease, gastrointestinal disorder, anemia, blood pressure high (it was 190¿s over 117.), seizures, drug allergy (sulf ¿hives. Tagamet hives), epigastric pain, dysmenorrhea and irregular periods. Concomitant products included cimetidine (tagamet). In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and anaemia ("blood or heart disorder/condition type: anemia"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia and anaemia outcome was unknown. The reporter considered anaemia, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test urine - on (B)(6) 2013: urine hcg negative . Pathology report ,surgical history: f &a, cholecystectomy, e-sure tubal, 2 c-sections, trigger injection. Operative procedure: diagnostic hysteroscopy, endometrial curettage. Received are several tissue fragments and a few blood clots measuring in aggregate 2.4 x1.2 x 0.6 cm. The tissue fragments are reddish brown, glistening, smooth to finely granular and soft. Embedded in to one cassette. Microscopic examination: the sections show endometrium and blood clots. Also there are occasional fragments of endometrium in which there are 8 few tortuous glands lined by single layers of tall columnar cells without mitotic activity. There are a few stromal mitoses. In the blood clots are a few balls of stromal cells that are degenerating. Also there are occasional fragments of endometrillnl in which there are 8 few tortuous glands lined by single layers of tall columnar cells without mitotic activity the stroma in these areas has deciduoid appearance. Diagnosis: benign menstrual and regenerative endometrium, uterine curetting one fallopian tube has breaching stromal stalks lined by single layers of columnar cells surrounded by smooth muscle. The other fallopian tube also has branching stroma stalks lined by single layers of columnar cells surrounded by smooth muscle. Esophagogastroduodenoscopy with small bowel biopsy, clo test and esophageal biopsy . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-oct-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration'), pelvic pain ('pain/ chronic'), vaginal haemorrhage ('abnormal bleeding (vaginal)'), menorrhagia ('abnormal bleeding (menorrhagia)') and genital haemorrhage ('gen.abnorm.bleed') in a 27-year-old female patient who had essure (batch no. B27986) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included endometrial curettage (surgery (other) type of surgery: hysteroscopy with endometrial curettage,), anxiety, menstrual flow excessive, hyperplasia, nausea, vomiting, black stools, h.pylori gastrointestinal disease, gastrointestinal disorder, anemia, blood pressure high (it was 190¿s over 117.), seizures, drug allergy (sulf ¿hives. Tagamet hives), epigastric pain, dysmenorrhea and irregular periods. Concomitant products included cimetidine (tagamet). In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), anaemia ("blood or heart disorder/condition type: anemia"), female sexual dysfunction ("apareunia"), dermatitis allergic ("rash/skin condition"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), nausea ("nausea") and psychological trauma ("psych injury related essure") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (ablation and hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, pelvic pain, vaginal haemorrhage, menorrhagia, genital haemorrhage, anaemia, female sexual dysfunction, dermatitis allergic, vaginal discharge, fatigue, hormone level abnormal, nausea, weight increased and psychological trauma outcome was unknown. The reporter considered anaemia, dermatitis allergic, device dislocation, fatigue, female sexual dysfunction, genital haemorrhage, hormone level abnormal, menorrhagia, nausea, pelvic pain, psychological trauma, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted for essure insertion date- (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): haemoglobin - on (B)(6) 2014: results: 9.5; on (B)(6) 2015: results: 7. Pregnancy test urine - on (B)(6) 2013: results: urine hcg negative. Diagnostic results: pathology report ,surgical history: f &a, cholecystectomy, e-sure tubal, 2 c-sections, trigger injection. Operative procedure: diagnostic hysteroscopy, endometrial curettage. Received are several tissue fragments and a few blood clots measuring in aggregate 2.4 x1.2 x 0.6 cm. The tissue fragments are reddish brown, glistening, smooth to finely granular and soft. Embedded in to one cassette. Microscopic exai\1in a tion: the sections show endometrium and blood clots. Also there are occasional fragments of endometrium in which there are 8 few tortuous glands lined by single layers of tall columnar cells without mitotic activity. There are a few stromal mitoses. In the blood clots are a few balls of stromal cells that are degenerating. Also there are occasional fragments of endometrillnl in which there are 8 few tortuous glands lined by single layers of tall columnar cells without mitotic activity the stroma in these areas has deciduoid appearance. Diagnosis: benign menstrual and regenerative endometrium, uterine curetting one fallopian tube has breanching stromal stalks lined by single layers of columnar cells surrounded by smooth muscle. The other fallopian tube also has branching stroma stalks lined by single layers of columnar cells surrounded by smooth muscle. Esophagogastroduodenoscopy with small bowel biopsy, clo test and esophageal biopsy. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-nov-2019: ppf received: newly added newts- apareunia, genital bleeding, allergic rash, vaginal discharge, fatigue, hormonal imbalance, nausea, weight gain, device migration, psychological trauma. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report

Manufacturer narrative:
Contaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a 27-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included endometrial curettage (surgery (other) type of surgery: hysteroscopy with endometrial curettage,), anxiety, menstrual flow excessive and hyperplasia. In may 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and anaemia ("blood or heart disorder/condition type: anemia"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia and anaemia outcome was unknown. The reporter considered anaemia, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results: pathology report ,surgical history: f &a, cholecystectomy, e-sure tubal, 2 c-sections, trigger injection. Operative procedure: diagnostic hysteroscopy, endometrial curettage. Received are several tissue fragments and a few blood clots measuring in aggregate 2.4 x 1.2 x 0.6 cm. The tissue fragments are reddish brown, glistening, smooth to finely granular and soft. Embedded in to one cassette. Microscopic exai\1in a tion: the sections show endometrium and blood clots. Also there are occasional fragments of endometrium in which there are 8 few tortuous glands lined by single layers of tall columnar cells without mitotic activity. There are a few stromal mitoses. In the blood clots are a few balls of stromal cells that are degenerating. Also there are occasional fragments of endometrillnl in which there are 8 few tortuous glands lined by single layers of tall columnar cells without mitotic activity the stroma in these areas has deciduoid appearance. Diagnosis: benign menstrual and regenerative endometrium, uterine curetting one fallopian tube has branching stromal stalks lined by single layers of columnar cells surrounded by smooth muscle. The other fallopian tube also has branching stroma stalks lined by single layers of columnar cells surrounded by smooth muscle. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet and mr received. Reporter information ,lab data, patient demographic information, essure indication added. Essure stop date updated. Events - abnormal bleeding (vaginal, menorrhagia), blood or heart disorder/condition type: anemia were added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a 27-year-old female patient who had essure (batch no. B27986) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included endometrial curettage (surgery (other) type of surgery: hysteroscopy with endometrial curettage,), anxiety, menstrual flow excessive, hyperplasia, nausea, vomiting, black stools, h.pylori gastrointestinal disease, gastrointestinal disorder, anemia, blood pressure high (it was 190¿s over 117.), seizures, drug allergy (sulf ¿hives. Tagamet hives), epigastric pain, dysmenorrhea and irregular periods. Concomitant products included cimetidine (tagamet). In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and anaemia ("blood or heart disorder/condition type: anemia"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia and anaemia outcome was unknown. The reporter considered anaemia, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test urine - on (B)(6) 2013: urine hcg negative pathology report ,surgical history: f &a, cholecystectomy, e-sure tubal, 2 c-sections, trigger injection. Operative procedure: diagnostic hysteroscopy, endometrial curettage. Received are several tissue fragments and a few blood clots measuring in aggregate 2.4 x1.2 x 0.6 cm. The tissue fragments are reddish brown, glistening, smooth to finely granular and soft. Embedded in to one cassette. Microscopic exai\1in a tion: the sections show endometrium and blood clots. Also there are occasional fragments of endometrium in which there are 8 few tortuous glands lined by single layers of tall columnar cells without mitotic activity. There are a few stromal mitoses. In the blood clots are a few balls of stromal cells that are degenerating. Also there are occasional fragments of endometrillnl in which there are 8 few tortuous glands lined by single layers of tall columnar cells without mitotic activity the stroma in these areas has deciduoid appearance. Diagnosis: benign menstrual and regenerative endometrium, uterine curetting one fallopian tube has breanching stromal stalks lined by single layers of columnar cells surrounded by smooth muscle. The other fallopian tube also has branching stroma stalks lined by single layers of columnar cells surrounded by smooth muscle. Esophagogastroduodenoscopy with small bowel biopsy, clo test and esophageal biopsy most recent follow-up information incorporated above includes: on 2-oct-2018: medical records received. Lot number added. Concomitant & historical conditions, concomitant drugs and lab data were added. Product, patient & reporter information updated. Inccident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration'), perforation ('perforation'), pelvic pain ('pain/ chronic'), vaginal haemorrhage ('abnormal bleeding (vaginal)') and menorrhagia ('abnormal bleeding (menorrhagia)') in a 27-year-old female patient who had essure (batch no. B27986) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included endometrial curettage (surgery (other) type of surgery: hysteroscopy with endometrial curettage,), anxiety, menstrual flow excessive, hyperplasia, nausea, vomiting, black stools, h. Pylori gastrointestinal disease, gastrointestinal disorder, anemia, blood pressure high (it was 190¿s over 117.), seizures, drug allergy (sulf ¿hives. Tagamet hives), epigastric pain, dysmenorrhea and irregular periods. Concomitant products included cimetidine (tagamet). In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage ("gen.abnorm.bleed"), anaemia ("blood or heart disorder/condition type: anemia"), female sexual dysfunction ("apareunia"), dermatitis allergic ("rash/skin condition"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), nausea ("nausea") and psychological trauma ("psych injury related essure") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (ablation and hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, perforation, pelvic pain, vaginal haemorrhage, menorrhagia, genital haemorrhage, anaemia, female sexual dysfunction, dermatitis allergic, vaginal discharge, fatigue, hormone level abnormal, nausea, weight increased and psychological trauma outcome was unknown. The reporter considered anaemia, dermatitis allergic, device dislocation, fatigue, female sexual dysfunction, genital haemorrhage, hormone level abnormal, menorrhagia, nausea, pelvic pain, perforation, psychological trauma, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted for essure insertion date- (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): haemoglobin - on (B)(6) 2014: results: 9.5; on (B)(6) 2015: results: 7. Pregnancy test urine - on (B)(6) 2013: results: urine hcg negative. Diagnostic results: pathology report ,surgical history: f &a, cholecystectomy, e-sure tubal, 2 c-sections, trigger injection. Operative procedure: diagnostic hysteroscopy, endometrial curettage. Received are several tissue fragments and a few blood clots measuring in aggregate 2.4 x1.2 x 0.6 cm. The tissue fragments are reddish brown, glistening, smooth to finely granular and soft. Embedded in to one cassette. Microscopic exai\1in a tion: the sections show endometrium and blood clots. Also there are occasional fragments of endometrium in which there are 8 few tortuous glands lined by single layers of tall columnar cells without mitotic activity. There are a few stromal mitoses. In the blood clots are a few balls of stromal cells that are degenerating. Also there are occasional fragments of endometrillnl in which there are 8 few tortuous glands lined by single layers of tall columnar cells without mitotic activity the stroma in these areas has deciduoid appearance. Diagnosis: benign menstrual and regenerative endometrium, uterine curetting one fallopian tube has breanching stromal stalks lined by single layers of columnar cells surrounded by smooth muscle. The other fallopian tube also has branching stroma stalks lined by single layers of columnar cells surrounded by smooth muscle. Esophagogastroduodenoscopy with small bowel biopsy, clo test and esophageal biopsy. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received new reporter information and event added perforation. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration'), perforation ('perforation'), pelvic pain ('pain/ chronic'), vaginal hemorrhage ('abnormal bleeding (vaginal) and menorrhagia ('abnormal bleeding (menorrhagia) in a 27-year-old female patient who had essure (batch no. B27986) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included endometrial curettage (surgery (other) type of surgery: hysteroscopy with endometrial curettage,), anxiety, menstrual flow excessive, hyperplasia, nausea, vomiting, black stools, h.pylori gastrointestinal disease, gastrointestinal disorder, anemia, blood pressure high (it was 190¿s over 117.), seizures, drug allergy (sulf ¿hives. Tagamet hives), epigastric pain, dysmenorrhea and irregular periods. Concomitant products included cimetidine (tagamet). In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), vaginal hemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), genital hemorrhage ("gen.abnorm.bleed"), anemia ("blood or heart disorder/condition type: anemia"), female sexual dysfunction ("apareunia"), dermatitis allergic ("rash/skin condition"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), nausea ("nausea") and psychological trauma ("psych injury related essure") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (ablation and hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, perforation, pelvic pain, vaginal hemorrhage, menorrhagia, genital hemorrhage, anemia, female sexual dysfunction, dermatitis allergic, vaginal discharge, fatigue, hormone level abnormal, nausea, weight increased and psychological trauma outcome was unknown. The reporter considered anemia, dermatitis allergic, device dislocation, fatigue, female sexual dysfunction, genital hemorrhage, hormone level abnormal, menorrhagia, nausea, pelvic pain, perforation, psychological trauma, vaginal discharge, vaginal hemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted for essure insertion date- (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): haemoglobin - on (B)(6) 2014: results: 9.5; on (B)(6) 2015: results: 7. Pregnancy test urine - on (B)(6) 2013: results: urine hcg negative. Diagnostic results: pathology report ,surgical history: f &a, cholecystectomy, e-sure tubal, 2 c-sections, trigger injection. Operative procedure: diagnostic hysteroscopy, endometrial curettage. Received are several tissue fragments and a few blood clots measuring in aggregate 2.4 x1.2 x 0.6 cm. The tissue fragments are reddish brown, glistening, smooth to finely granular and soft. Embedded in to one cassette. Microscopic exai\1in a tion: the sections show endometrium and blood clots. Also there are occasional fragments of endometrium in which there are 8 few tortuous glands lined by single layers of tall columnar cells without mitotic activity. There are a few stromal mitoses. In the blood clots are a few balls of stromal cells that are degenerating. Also there are occasional fragments of endometrillnl in which there are 8 few tortuous glands lined by single layers of tall columnar cells without mitotic activity the stroma in these areas has deciduoid appearance. Diagnosis: benign menstrual and regenerative endometrium, uterine curetting one fallopian tube has breanching stromal stalks lined by single layers of columnar cells surrounded by smooth muscle. The other fallopian tube also has branching stroma stalks lined by single layers of columnar cells surrounded by smooth muscle. Esophagogastroduodenoscopy with small bowel biopsy, clo test and esophageal biopsy. Lot number:b27986. Manufacturing date:2013-04. Expiration date:2016-04-30. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-jul-2020: quality safety evaluation of ptc (product technical complaint). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (surgery to remove the essure). Essure was removed in april 2014. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.